Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the device failed the sample mesh test due to a damaged comb. The tech replaced the gear and comb. Tech also disassembled, cleaned, and lubricated the ratchet assembly. The unit was calibrated, tested, and returned to the customer. A definitive root cause cannot be determined. This event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the ratcheting handle is not engaging properly to ratchet while maneuvering handle, so the surgeon had to hold the handle onto the mesher for it to start ratcheting. During testing the ratcheting handle out, the surgeon noticed it was not engaging properly. Event happened during surgery. Graft was usable. Upon evaluation the device was noted to have a damaged comb which resulted in a failed sample mesh cut test. There was no adverse events reported as a result of this malfunction.